Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead and right atrial (ra) lead, the patient experienced oedema of the left hand, forearem, and both lower limbs. The patient was hospitalized, and an angioplasty procedure was performed to verify the patient's fistula and a left vein sublclavian vein stenosis was suspected. The left vein subclavian was treated via dilation of the vein. The patient was administered anticoagulant medication during the procedure. Approximately one month later, follow up visit revealed a lessening of the oedema of the left forearm and hand. Approximately, three months later the patient presented again with oedema of the left hand and forearm. An angioplasty procedure was performed and results were sub-optimal as there was a persistence of the stenosis. The patient was administered anticoagulation medication at the end of the procedure. One month later, follow up visit revealed a marked reduction of the oedema. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiovascular group (pan cvg) clinical study.